Manufacturer narrative:
The insulin pump had no battery out limit alarm noted during testing. The insulin pump was programmed and monitored for 1 day with no blank display noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump had a scratched display window, cracked case at display window corners, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump had a blank display. The customer's blood glucose was 446 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's mother stated that the battery compartment and spring were neither damaged nor corroded. The customer's mother stated that the battery cap was not missing or damaged. The customer's mother was advised to clean the battery cap with cotton swab with alcohol. The customer's mother stated that the display did not return. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.